Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for occipital neuralgia. It was reported that pt has had three revisions in the past all due to multiple leads not working and after the 3rd revision, the lead still didn't work so pt gave up on using the therapy and did not have another revision. Patient services (ps) attempted to clarify what the issue(s) were with the malfunctioning leads and caller just stated that they'd replace one lead and the other went bad so they replaced that and after the third revision, the lead didn't work at all. Caller stated pt was pregnant at the time and chose not to continue to have any more revisions done. Patient services (ps) did the best they could to document the events. It was unclear which leads were replaced and when. Caller stated pt is working with dr. (B)(6) dong and dr. (B)(6) but caller is unsure of who pt would see for this device.